Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's cartridge was leaking. The customer loaded a new cartridge and the blood glucose level was not impacted.